Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. H3, h6: one device was received for analysis. Service history review indicated that the device has never been serviced. Functional and visual tests were performed, and the reported problem was confirmed by visual inspection. After investigation the results indicated a reportable malfunction due to the damaged downsteam occlusion (dso) seal. The dso seal was lifted. To solve the problem, the dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a blistered downstream occlusion sensor. The device was returned, and analysis revealed a lifted downstream occlusion seal. The event occurred during testing. There was no delay in therapy, and there was no physical damage reported. There was no patient involvement.